Manufacturer narrative:
D10: concomitants: (B)(6), 101-05-20 - 3.2mm drill bit 20mm 1pk. (B)(6), 164-13-10 - novation element ro s/o col sz 10. (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 186-01-52 - integrip cc, cluster 52mm, g2. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2016. Approximately 6 years and 2 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, a3, b5, and h6. Further information and/or investigation results will be provided within 30 days of receipt.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2016 due to advanced arthritis. Approximately 6 years and 2 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. Revision op report noted that the stem appeared to be very well fixed. The removed polyethylene insert showed significant wear. The report further noted that the patient had moderate osteolysis superiorly and posteriorly and significant thinning of the medial wall. They were taken to the recovery room in satisfactory condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.